Event description:
Pt had to be re-operated using competitive product due to a post-operative leak that developed after initial procedure. Pt was sent to the ICU and remained in the hosp for two weeks. Pt was released from the hosp 15 days later.